Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident were 423 mg/dl. Customer had experienced the symptom related to the high blood glucose was positive results in ketone test. The customer stated that they were out of the insulin pump for 2 days as they were admitted at the emergency room due to urinary tract infection. It was unknown if the insulin pump was on auto mode. The insulin pump will not be returned for analysis.